Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 application was frozen and they could not click anything on the screen. Patient swiped the application closed re-opened it and the issue resolved. No additional event or patient information is available.